Event description:
It was reported that the right ventricular (rv) lead from another manufacturer, had a impedance jump to greater than 3000 ohms. There were no noise episodes stored on this pacemaker. The patient is reportedly zero percent paced in both chambers. Technical services suggested to bring the patient in for troubleshooting. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
This product has not been returned to boston scientific. Thus, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular (rv) lead from another manufacturer, had a impedance jump to greater than 3000 ohms. There were no noise episodes stored on this pacemaker. The patient is reportedly zero percent paced in both chambers. Technical services suggested to bring the patient in for troubleshooting. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.